Event description:
Novasure handpiece inserted in patient. Fluid coming out end of handpiece. Handpiece safely removed from patient. All pieces accounted for. Small plastic piece was found broken off of handpiece, which appeared to be broken off prior to bringing in room. Handpiece was removed from sterile field. New handpiece opened and used successfully. Lot # 19e14rg.